Manufacturer narrative:
(B)(4). The medtronic technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). The customer complete the repair and the device then passed testing.

Event description:
It was reported that a ventilator experienced a malfunction and displayed an error code. There was no report of patient involvement.